Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) provided education about the safety mode nonprogrammable settings. Replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that this device was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. This device was already returned to boston scientific, but further analysis has not yet been completed.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) provided education about the safety mode nonprogrammable settings. Replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that this device was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) provided education about the safety mode nonprogrammable settings. Replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.